Event description:
It is reported that the lens was removed and replaced due to the patient's diagnosis of scotopia. It was stated that the lens was disposed at the physician''s office and that the patient is doing well.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.